Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the strike plate had completely fractured off on both the handles. The strike plate of both devices shows scratches and impact damage consistent with potential use. Sem analysis of the devices concluded that the features of the fractured surfaces and mode align with those reported in failure analysis of broach handle strike plate weld. Review of the device history record(s) identified no related deviations or anomalies. Analysis confirmed the broach strike plate, body and weld materials to all be consistent with 17-4 stainless steel alloy. Devices exhibiting failure within the weld region demonstrate evidence of impaction along the body just under the strike plate as well as the strike plate¿s underside, likely in an effort to dislodge the broach from the femur. Based on the sem analysis the fracture is likely due to tensile overload of the welded strike plate. However, a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle fractured during rasping the canal for stem. No adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable.